Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a midline just infiltrated in the patient arm and the guidewire disintegrated in the patient arm when we were advancing it and it caused a big hematoma on our patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the guidewire is confirmed and was determined to be use-related. One 18 ga powerglide pro was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned device. It was observed that the catheter was returned attached to the wings of the device with abundant blood use residues throughout the catheter. The safety mechanism was advanced over the needle tip. The guidewire was observed to be advanced out of the needle tip and unraveled. A microscopic observation of the returned catheter revealed a longitudinally aligned split along the catheter. The split was observed to have sharp fracture edges and a granular fracture surface. An observation of the guidewire revealed the distal weld tip was present along the distal end of the guidewire. The core wire was observed to be broken with the proximal end of the core wire break inside the needle shaft. The coil wire remained intact but unraveled due to the break in the core wire. The guidewire may break and cause a split in the catheter when the guidewire and catheter are pulled back against the needle bevel or due to insertion techniques. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guidewire disintegrated in the patient arm when we were advancing it and it caused a big hematoma on our patient. No other information was provided.